Manufacturer narrative:
The submission of this report or any other information to the FDA by sims, inc. Pursuant to 21 c.f.r. Part 803, and the public release of such information, does not constitute an admission by the company that a sims device has malfunctioned, nor does it establish the existence of any causal connection between a sims device and a reported death or serious injury. D.5., d.6 (lot number), f.9, h.4. Are unk because the lot number was not recorded at the user facility. D.7., d.8. - na - the percutaneous tracheostomy tube is not an implanted device. F.10 device code #1645 corrected to #1654. H.6. Method code #86 (other): the device was not retained and the lot number is unk. Sims review of it's complaint database reveals no similar reports at perforation while using the device from any other user facility.